Event description:
It was reported that during a stent placement procedure, the tip of the delivery system allegedly detached. It was further reported that the broken part of the device cannot be snared out' therefore, the patient had to have additional medical intervention with a bypass to remove the tip of the catheter. The current status of patient is unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, images were provided for review. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure, the tip of the delivery system allegedly detached. It was further reported that the broken part of the device cannot be snared out therefore, the patient had to have additional medical intervention with a bypass to remove the tip of the catheter. The current status of patient is unknown.

Manufacturer narrative:
H10: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the returned catheter sample was found in used condition without stent that reportedly had been deployed inside patient. The inner catheter cardan tube was found broken at the distal end, and the broken off segment was missing, as reported. Provided x-ray images further confirmed break, and detachment of a piece of catheter that was floating downstream, including unsuccessful snaring attempt. The investigation leads to confirmed result for break of the inner catheter cardan tube and detachment inside patient. A 6f introducer with 0.035" guidewire were used for access, the lesion was pre-dilated, and a sudden force increase potentially indicating entrapment was not felt. The user experienced difficulty advancing the system over the wire; the lsv was tight at first but once up and over delivery system was easier to advance. Based on the information available, the investigation is closed with confirmed results for inner catheter cardan tube break and detachment. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. The instructions for use states: 'do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit.' Regarding pre-dilation the instructions for use states: 'pre-dilatation of the lesion with a balloon dilatation catheter is recommended.' The instructions for use further state: 'gain ipsilateral or contralateral femoral access utilizing an appropriate introducer sheath ¿ 5f (1.67 mm) or larger introducer sheath. Insert a guidewire of appropriate length and 0.014 inch (0.36 mm) - 0.035 inch (0.89 mm) diameter. Regarding insertion and removal difficulty of the delivery system the instructions for use states: 'if resistance is met during stent system introduction, the stent system should be withdrawn and another stent system should be used.', and 'if resistance is met while retracting the delivery system over a guidewire, remove the delivery system and guidewire together.' Holding and handling of the system throughout deployment was found sufficiently described. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd